Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that a caller called technical services and stated that this pt's device is functioning normally. However, the pt is storing a lot of ventricular tachycardia events. A review of the faxed device data showed intermittent loss of capture in the ventricle. Threshold measurements were stable. Lower impedance measurements of 180 ohms were noted. The pt is not pacemaker dependent and no adverse pt effects were reported. A boston scientific technical services consultant discussed the lead diagnostics with the caller. They will continue to monitor this pt. No other issues have been reported. This product issue will be updated if add'l info is received.